Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, after advancing the device through the scope and capturing the 2-3cm stone, the physician found the stone too large and too hard to be removed from the bile duct or crushed. An alliance handle was attached to the basket handle to increase the pressure applied to the stone. However, the pull wire, at the handle, broke during use. The sheath and pullwire were then removed from the scope. However, the basket and the encapsulated stone remained inside the patient. At this time, another physician was called in to assist. The papilla was dilated with an extractor rx retrieval balloon to remove the stone and basket. The procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.